Manufacturer narrative:
Pump passed the displacement, rewind, prime/compromised force sensor system and excessive no delivery test noted. Unable to perform basic occlusion and occlusion test or verify motor error alarm due to broken reservoir tube lips noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. The motor was tested outside of the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated drive support cap appears normal. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.